Manufacturer narrative:
The reason for this revision surgery was a result of glenoid looseness after 2.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. (B)(4). A review of the product complaint report history showed this was the first complaint for a part from this lot. The event is deemed to be non-product related and the result of a patient issue. The root cause for the glenoid loosening was not reported and could not be determined with confidence. Factors un-related to the implants that may contribute to a patient joint looseness are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness

Event description:
Revision surgery - due to the glenoid loosening.